Event description:
It was reported that this patient's implantable defibrillator had been disabled through programming due to an unspecified infection and the patient was left with a pacemaker system. The patient had noted a red flashing light from the remote communicator and contacted boston scientific technical services. The patient was referred back to their physician for resolution. Additional information has been requested regarding the infection allegation and the code supplied by their remote communicator. At this time, the device remains implanted and no adverse patient effects were reported.